Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event: unk. Date implanted - (B)(6) 2013. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01059 / 01060).

Manufacturer narrative:
Examination of returned device was inconclusive.

Event description:
It was reported patient underwent an initial procedure in (B)(6) 2013. During the procedure, three anchor tips fractured while being implanted into the patient's bone.